Manufacturer narrative:
The investigation determined that a patient sample ID (sid) was mis-associated with another patient sample ID when using a vitros 5600 integrated system. The cause of the event was determined to be user error due to improper sid reuse. The customer was referred to the relevant sections of the vitros instrument user guides which describe how to properly manage sid¿s that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. The auto delete feature in the vitros 5600 integrated system software was only set to auto delete for downloaded sid and was not deleting the manually programmed sid. The customer identified the discrepancy and no erroneous results were reported. The vitros 5600 integrated system did not malfunction.

Event description:
The customer reported that a patient sample ID (sid) was mis-associated with another patient sample ID when using a vitros 5600 integrated system. The mis-association of patient demographics may potentially lead to inappropriate physician action. The customer identified the discrepancy, and no mis-associated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).